Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the access 2 immunoassay system for one patient. Customer tested a sample for accutni and obtained a result of 2.82ng/ml and upon repeat on another instrument, it gave results of 0.06 and 0.02ng/ml. Patient had a previous accutni result of <0.01ng/ml approximately 6 hours prior to the event. A sample obtained from this patient the earlier day gave an accutni result of 0.03ng/ml upon testing. The erroneous result was not reported outside of the laboratory. There was no affect to patient or user with regards to this event.

Manufacturer narrative:
Sample was drawn in a plastic bd lihep plasma tube with a gel separator and was spun for 5 minutes at 5000 rpms at room temperature. Per customer, specimen was aliquoted into and sampled from an insert cup nestled in the primary tube. System check run in late 2008 was passing within instrument specifications. Qc was within established ranges prior to and after the event. The customer stated to the cts (customer technical service) that they run qc twice daily and that instrument maintenance is performed regularly per bci guidelines. A field service engineer (fse) was dispatched eleven days later: fse performed a wet/dry test on the main pipettor which passed within instrument specifications. Fse also replaced the aspirate probes tubing. Fse ran a system check which passed within instrument specifications. All other verifications testing was performed and met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.